Event description:
Complainant alleged that the medics were attending an unresponsive 70 yr old male pt. Upon the medic's arrival, the pt was in ventricular tachycardia. The medics attempted to defibrillate the pt, but the device would not charge or discharge and the device screen displayed a "status 90" error message. "There was another monitor available & pt was shocked with very little time lost." The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.